Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. It was not reported if the patient was treated for the event. Pd therapy was ongoing. At the time of this report, the patient had not yet recovered from the peritonitis. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A trend review will be performed. A review of all batch record documents was performed on potentially associated lot number gd896118 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced cloudy bag and abdominal pain, considered to be manifestations of peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported). At the time of this report, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.